Event description:
It was reported that post op to a laparoscopic gastric band implanted, the pt presented with pain when swallowing. The surgeon performed an endoscopy, and found the pt's stomach was completely obstructed. The pt had received one adjustment and the band volume was at 3cc. The surgeon removed all of the saline from inside the band and after a week, the pt was still completely obstructed. The pt still has the band and has had weight loss of approximately 80 pounds. The surgeon has since placed the pt on steroids. The pt is currently on a liquids only diet and is at home in stable condition.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.